Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. The physician suspected a lead fracture but was unable to confirm. A revision procedure was scheduled. The rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.